Event description:
It was reported that during an right ventricular outflow tract - (rvot) ablation, a perforation of the rvot was noted. It was unknown how the perforation was noticed and how it was confirmed. It was also unknown if any treatment was administered to the patient. The status of the patient was also unknown. Upon request, additional information was provided on the event. The procedure was an idiopathic ventricular tachycardia (idvt). The event was life threatening. The patient was having an idiopathic rvot pvc eps/ablation. The pvc was mapped using the c3 ez steer thermocool sf non-nav catheter and navx. The pvc was mapped to the anterior rvot. A single ablation was performed at 40w with a flow rate of 15cc/min. After 31 seconds of ablation, the physician heard a steam-pop and hypotension immediately followed. A tamponade was confirmed by transthoracic echo. A pericardiocentesis and an emergency open heart surgery were performed. The physician¿s opinion regarding the causality is a steam pop occurred after 31 seconds of ablation. There were no other factors that might have contributed to the event. The physician did not experience any difficulty in manipulating the catheter. The rf generator was set to ¿power-control¿ mode at 40w. The temperature cut-off setting was set to 42. The long sheath used with the ablation catheter was the st. Jude sro. The patient did not receive any anticoagulation in the procedure. The patient¿s updated health status is the patient went to surgery for rvot repair. The patient had a 4 day hospital stay. Per the physician, the patient was doing well. The outcome of the adverse event was that the patient improved. The physician feels that the patient will make a full recovery. The patient¿s baseline condition before the procedure was a premature ventricular contraction (pvc) and otherwise healthy.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.stockert generator: model #: unknown, serial #: unknown. 2.cool flow pump: model #: unknown, serial #: unknown. (B)(4).